Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and a hiatal hernia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. Device explant due to ongoing gerd and hiatal hernia repair. Explant occurred without issue on (B)(6) 2017. The device was found in the correct position/geometry. After device removal, a paraesophageal hernia repair was performed and a second linx device (model: lxmc15, lot # 17189) was implanted on the "distal esophagus above the cardiac" without issue during the same surgery.